Event description:
Patient stopped using dexcom 10 years ago when the latest model was g5. Within the last year, his physician convinced him to get back on the dexcom glucose monitoring device in the g7 model. Patient was reluctant but did so under the physician's guidance. The accuracy of the device has always been a problem by having readings 50 points and above inaccurate to the finger stick. On (B)(6) 2025, patient experienced a malfunction during his sleep that stated, "brief sensor error" where you have to wait up to 3 hrs before sensor replacement or the device won't recognize the sensors. He's complained to dexcom tech who advise that it may have something to do with dehydration at night. Patient was recently diagnosed with prostatitis and one of the remedies is to constantly hydrate so he knows he is not dehydrated. No pre-existing conditions. No recent incidents that could have interfered with device. Last physician visit was (B)(6).